Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device was experiencing ¿burr issues¿ during an unspecified surgery. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. However, there were no reports of patient injury, medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.